Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery longevity was shorter than expected post implant. Upon review of the report, the current drain on the battery was higher than expected. The patient was stable and would continue to be monitored.